Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples do not come out of the stapler. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1600307 was manufactured on 09/19/2016 a total of (B)(4) pieces. Lot was released on 09/21/2016. DHR investigation did not show issues related to complaint. Failure mode "staples stuck in unit" was unable to be confirmed with the pictures that were observed. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
The staples do not come out of the stapler. The patient's condition was reported as fine.